Manufacturer narrative:
Manufacturer's investigation conclusion:" the reported superficial damage to the outer jacket and the separation of the bend relief from the driveline was confirmed through onsite evaluations by an abbott technical services representative. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial number 20651 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 7 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No additional information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a clamshell repair was performed on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the outer jacket of the driveline was confirmed through an onsite evaluation by an abbott technical services representative. A specific cause for the reported damage could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 7 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's driveline had superficial damage. The patient reported this damage over the phone and was unable to provide photos, but stated the damage was only a tear in the outer white covering and none of the internal wires were damaged. There were no alarms at the time of this event and the driveline was wrapped with electrical tape. The system controller log file could not be sent out for analysis, due to hospital restrictions, so the data was review for any adverse alarms on the touch pad. No adverse alarms noted. A cut/tear in the percutaneous lead silicon jacket was noted. The area did not have any compromise in the material under the silicon jacket. The area was wrapped with rescue tape. The pump appears to be functioning as intended. There was plan for a clamshell repair on 20jan2022.